Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor or displacement anomalies were noted. Unit was downloaded to care link pro. The history report shows all history generated during testing. Unit received with minor scratched lcd window. (B)(4)

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 263 mg/dl. The customer was admitted to hospital. The customer has been high blood glucose for 3 day because of a cold. The customer advised to monitor and going to see her doctor. The customer stated that she wants to wait on troubleshoot because she has an appointment to see her doctor.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.